Event description:
The customer initially reported that a drug was not delivered and remained in the tubing, resulting in an under infusion, however later information indicated a possible overinfusion. The device was received with a note saying the patient was to receive a tacrolimus 24 hour infusion, and the IV bag received states the bag contained 0.25 mg tacrolimus in sodium chloride 0.9% with a final volume of 12.5 ml to infuse at 0.52 ml/hour and to be held for 2 hours, resuming at 1230. It was reported the nurse programmed the device for a basic infusion at 999 ml/hour for a volume of 25 ml, and the device alarmed indicating 25 ml infused. The nurse noted the 30 ml bag was nearly empty with about 5 ml remaining. The customer reported the tubing had previously been primed with 25 ml normal saline, and the 25 ml of medication infused, which cleared the normal saline from the set and left the majority of the drug in the tubing; this was deemed not to be a medication error, and the tacrolimus was restarted. The following day, the patient's tacrolimus blood level was high so the customer chose to reopen their investigation for a possible over infusion. There is no report of long term effects.

Manufacturer narrative:
Correction to initial report: the suspect device was not returned for investigation. The customer¿s report of a possible over infusion of tacrolimus was not confirmed. Analysis of the pcu and pump module event logs did not show an infusion of tacrolimus at the reported incident time of 1623. The user programmed a basic infusion at 999ml/hr with a vtbi of 25ml which infused from 3:34 to 3:36pm. The user then started programming for an infusion of tacrolimus at the completion of the basic infusion but terminated the programming and shut off the system at 4:05pm. The reason for terminating the infusion could not be ascertained from the event log. It was noted that the pump module performed infusions of tacrolimus to completion on the same patient on the dates of 05, 06, 07 and (B)(6) 2018. Inspection and leak testing of the returned administration set showed no malfunctions. The root cause of the possible over infusion could not be identified.

Manufacturer narrative:
Concomitant product(s): a 250 ml exactamix bag of tacrolimus and 0.9% sodium chloride. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer initially reported that a drug was not delivered and remained in the tubing, resulting in an under infusion, however later information indicated a possible overinfusion. The device was received with a note saying the patient was to receive a tacrolimus 24 hour infusion. The nurse programmed the device for a basic infusion at 999 ml/hour for a volume of 25 ml. The device alarmed indicating 25 ml infused and the nurse noted the 30 ml bag was nearly empty with about 5 ml remaining. The tubing had previously been primed with 25 ml normal saline. The 25 ml of medication infused cleared the normal saline from the set, leaving the majority of the drug in the tubing; this was deemed not to be a medication error, and the tacrolimus was restarted. The following day, the patient's tacrolimus blood level was high so the customer chose to reopen their investigation for a possible over infusion. There is no report of long term effects.